Event description:
(B)(6) 2023, hcp reported patient had pdo threads implanted with no complications and minimal bruising. (B)(6) 2023, the patient communicated to hcp that a thread protruded under the chin area. The patient was scheduled the next day for a follow-up visit, but according to hcp, the thread fell out without complications. (B)(6) 2023, patient was seen at a follow-up visit. According to hcp, the patient was doing well.